Event description:
It was reported that during the implant procedure, the right atrial lead dislodged or resulted in unacceptable threshold and p-waves during multiple placements. Tissue was caught in the lead helix and would not extend. The lead was explanted and another lead was implanted successfully. Patient was stable before, during and after the implant procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.